Manufacturer narrative:
The insulin pump failed to vibrate during self-test due to vibrator motor connector broken black wire. Device was received with normal operating currents. Also passed unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Device had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer experienced a vibrate anomaly. Customer states insulin pump does not vibrate when alarm is received. Customer's blood glucose was 125 mg/dl. During troubleshooting, pump did not vibrate at vibrate test. Customer was advised that insulin pump would need to be replaced.